Event description:
It was reported by service report that the side rail was bent and would not latch in the full up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail.